Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm located in the a2 segment of the anterior cerebral artery, an embolization coil implant stretched and then unexpectedly broke. The delivery pusher was withdrawn but a fragment of the implant coil remained in the parent artery. A balloon was used to affix the stretched coil segment against the vessel wall. The case was completed with additional coil implants. The patient's condition was reported to be "well off."